Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
It was reported that after inserting an intra-aortic balloon (iab), when trying to drive it, an alarm sounded. The hospital staff checked with a cine device and noticed that the iab was not inflated. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.